Event description:
Pca pulled down to waste when pt went to preop. Pca stated there should be 51.6 ml remaining in cadd. A 35 ml were pulled down from the cadd and wasted. No more remaining to cadd. Discrepancy of 16.6 ml. Settings checked against order and rn manager and one other notified of discrepancy. Preop notified that pt potentially received more dilaudid than expected.